Manufacturer narrative:
(B)(4). Date sent: 4/6/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? Was it leaking through the staple line? Were there any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was done in the reoperation? What is the current status of the patient? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Thank you. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the doctor reports delayed active bleeding 48 hours after surgery at the staple line. The anticoagulant was discontinued in order to stabilize him. Stabilization was achieved.